Manufacturer narrative:
Hill-rom contacted the customer several times to obtain additional information about the patient injury sustained and the sling that was used during the incident. The customer did not provide any information on the patient injury or the sling, or how the sling was maintained. The customer disposed of the sling after the incident. No additional information is available to hill-rom. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a nurse consultant with the state of (B)(6) investigation group stating a patient was transferred from the shower area to the bed in a netted large sling (the type of sling was not known). The patient slipped out of the sling at the upper left side and hit something, causing fractures that required hospital attention. The lift was located in the patient room at the time of the incident. This report was filed in our complaint handling system as complaint # (B)(4).